Event description:
During a gastric bypass, the device could not seal a couple of vessels and the surgery time was significantly lengthened.

Manufacturer narrative:
The miseal handpiece was not returned in a timely manner, therefore no investigation could be conducted. No lot number was provided, therefore the device history record could not be reviewed.